Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported event was confirmed. The distal end cover and bending section cover glue were both found severely damaged and melted, causing metal exposure to the distal end of the device. The biopsy channel was inspected with an olympus boroscope but no signs of burn marks or damages related to the distal cover were observed. A leak test could not be performed due to the severe damage to the distal end cover. The severe damages to the distal end cover and bending section cover glue is most likely related to the high temperature event. The instructions manual provides several warnings to prevent this type of scope damage. "Performing treatment while the intestines are filled with a flammable gas could result in an explosion, fire, and/or serious patient injury. Not all parts of the endoscope are electrically insulated. When applying high-frequency current, there is a danger of unintentional diathermy burns. Always wear electrically insulating, chemical-resistant gloves. Never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope's field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result."

Event description:
Olympus was informed that during a gastrointestinal endoscopy procedure, a fire was started inside the patient. The customer reported that the excessive amount of oxygen inside the patient while cauterizing may have contributed to the fire. After extinguishing the fire, the patient was examined by the physician on site, but no signs of burns were observed. The intended procedure was completed with another similar device. A non-olympus generator was also used during the procedure. The settings for the non-olympus generator are not known. As there was no injury to the patient, the patient was discharged after completion of the procedure. No additional information was provided.